Event description:
Reporter indicated that pt has experienced an increase in seizures. Device diagnostic testing resulted in an elective replacement indicator of no, indicating that the generator was not at end of service. Treating neurologist planned to repeat device diagnostic testing and increase programmed parameters if elective replacement indicator was still no, or schedule generator replacement surgery if end of service was indicated. Further follow-up revealed that the pt was scheduled for generator replacement surgery. Investigation to date has been unable to determine whether the seizure increase was above the pt's pre-vns baseline frequency or whether the device had reached normal end of service.